Manufacturer narrative:
Ticket searches determined that there was normal complaint activity for reagent lot 01118be01. Tracking and trending report review for the architect syphilis tp assay determined that there were no related trends. A retained reagent kit of lot number 01118be01 was tested in a sensitivity setup, including additional replicates of a sensitivity panel. Results of this setup did not implicate that the performance of the lot was negatively impacted. No false non-reactive results were obtained. Manufacturing documentation for the reagent lot was reviewed and did not identify any issues. Additionally, labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect syphilis tp assay was identified.

Manufacturer narrative:
This report is being filed on an international product, architect syphilis tp, list 8d06-77, that has a similar product distributed in the us, architect syphilis tp, list number 8d06-31. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient information: no specific patient information was provided.

Event description:
The customer reported multiple false negative architect syphilis tp results. The customer indicated five samples generated negative results ranging from 0.5 to 0.9 s/co and where positive on elisa and tppa assays. No impact to patient management was reported.